Event description:
General system failure (gsf) suddenly occurred on the prismaflex after treating for 20 hrs for no apparent reason. One hundred and fifty ml of blood loss was reported. No other clinical consequences or pt injury was reported. There have been two occurrences of gsf on this machine.

Manufacturer narrative:
The technical review of the history data cards could not establish the cause of the general system failure. Numerous access and return pressure alarms occurred during treatment, but it is not possible to determine the cause from the event data review. The MFR is aware of the reported general system failures, and further investigation is being conducted into the root cause.